Manufacturer narrative:
Voluntary medwatch report received: mw5158877

Event description:
Voluntary medwatch received states that the patient's right ventricular (rv) lead explanted due to infection. The patient experienced no consequences.